Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed.

Event description:
It was reported that, during treatment in the patient, the balloon initially was not seen on an angiography, more contrast was injected and the balloon burst. After it was removed, the leak was observed at the distal end of the balloon. There was no report of harm or injury to the patient.